Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been hospitalized for diabetes ketoacidosis since the tuesday prior and that his pump was not functioning like it should. He said that the morning that he was hospitalized, he did not feel well and that his blood glucose was 366 mg/dl and he gave himself a bolus of 18 units. About 2 hours later his meter reading was 566 mg/dl. The customer stated that he changed the infusion set and reservoir, reinserted everything and gave himself 20 units. He waited another 2 hours and said that he was throwing up and that his blood glucose was over 600 mg/dl. The customer's wife took him to the ER. During troubleshooting for high blood glucose, the customer stated that he did have a backup plan and that he treated his high blood glucose with the insulin pump. He was taken to the ER on (B)(6) 2017 with a high blood glucose of 600 mg/dl, the hospital meter said over 500 mg/dl. His current blood glucose is 84 mg/dl. The customer is still hospitalized and had a heart attack while in the hospital. He was wearing the pump while in the hospital. He stated that his blood glucose went to around 70 mg/dl and believes that may have caused heart attack. The customer stated that the hospital made him put pump on suspend while in hospital. He declined to check for possible site/insulin issues. The time and date were not correct. The customer was assisted with programming the time and date. He was assisted with performing the high-pressure test and the pump passed. The insulin pump will not be returning for analysis.